Event description:
The hcp reported the patient was feeling the effectiveness of the pump had diminshed. The patient's disease had progressed, and the patient requested the pump be removed. The hcp reported the pump was explanted after an implant duration of 33 months due to underinfusion. A follow up report will be sent when additional information is received.